Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufactuer.

Event description:
Customer reportedly received the following results on the performa nano system within 10 minutes: hi (greater than 33.3 mmol/l), 24.4 mmol/l, 7.0 mmol/l, and 9.3 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however test strips are no longer available.